Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump was placed but, patient had blood loss/bleeding observed a the sterile sleeve. The product malfunction prompted the team to give blood products. The pump was not replaced as the team observed the neuro status and possible escalation to the 5.5. The amount of blood products delivered is unknown. The patient remains on impella cp support on the date of this report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The pump was returned and a leak test was performed. The valve failed the leak test and upon inspection, a deformation around the outer perimeter of the o-ring valve was found. An abnormal groove along the side was also found which compromised the hemostatic seal by creating a leak path. The root cause of the access site bleeding - major was determined to be a damaged valve. B5 additional information added d6b added. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12115: f6/f8-should have been left blank h1 type of reportable event changed to serious injury h6 health effect - clinical code 1888 and health effect - impact code 4643 inadvertently not included.

Event description:
Pump remained on for support for a total of 5 days when the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.